Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
The previously reported evaluation code-results code has been updated: no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative reported that patient had an allergy to 2 of the manufacturer's inss with a reaction noted at the implant site. The patient had also tried another manufacturer's product and had the same reaction. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there was a possible metal allergic reaction. The patient did not know of known metal allergies but was suspicious. It was noted that there was redness around the implantable neurostimulator (ins), but it was unknown when the patient discovered it. There was no suspicion of infection at the time of the report. It was noted that the stimulation was good but there was just the issue with the skin reacting. The patient was given a list of system components to take to an allergist to get tested. It was later reported that the patient was having problems and thought it was reactions to the metal from the device. It was noted that the patient had new symptoms 6 weeks prior to the report. The patient noted that he needed to go to an allergist. It was noted that there was butterfly shape redness around the battery location that started 6 weeks prior to the report and then swelling on one side. It was noted that a hole developed and that there was severe drainage. At first it drained blood and then was just draining clear liquid. All kinds of test and all swab tests were done and there was no infection and which was why they thought the patient was having a reaction. The whole unit was taken out on (B)(6) 2014 and the leads were left in. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had resistance to epoxy and was recommended to have further allergy testings. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.